Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion of the acute dialysis line the line insertion went smoothly but on withdrawal of the guidewire the wire looked like it was shredding and curling making the guidewire difficult to remove. The inserter removed the acute dialysis line with the guidewire still in-situ. A new set was used.

Manufacturer narrative:
(B)(4). The customer returned the catheter and spring-wire guide from a cs-15123-f kit for evaluation. The spring-wire guide was unraveled from the distal end. Microscopic examination showed signs of necking on the inner core wire and the detached distal weld, indicating undue force was applied to the guidewire. The distal extension line of the catheter was found to be split. Operational context appears to have contributed to this due to the nature of the split. A lab inventory spring-wire guide was passed through the catheter without issue. A manual tug test was performed on the proximal weld to confirm it was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs that if resistance is encountered while withdrawing the spring-wire guide from the catheter the catheter should be withdrawn about 2-3cm relative to the spring-wire guide. If resistance is encountered again the spring-wire guide and catheter should be removed simultaneously. The instructions for use (IFU) also warns against applying excessive force in removing the spring-wire guide or catheter. The customer reported issue of the spring-wire guide becoming unraveled due to interaction with the catheter was confirmed during the sample investigation. Visual inspection of the spring-wire guide determined that the distal weld detached due to undue force being applied at the distal tip. Dimensional and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer reports that during insertion of the acute dialysis line the line insertion went smoothly but on withdrawal of the guidewire the wire looked like it was shredding and curling making the guidewire difficult to remove. The inserter removed the acute dialysis line with the guidewire still in-situ. A new set was used.